Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump got damaged due to exposed to moisture. The patient¿s blood glucose was 5 mmol/l at the time of the incident. Reportedly, the pump's battery compartment was filled with water -pump was not turning on and the o-rings on the battery cap had deteriorated due to being exposed to fluid. It was also reported that the o rings were missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
The device received with blank display due to moisture damage at electronic assembly.